Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that down biters were found broken after minimal use, despite not being used on excessively hard bone. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during technical inspection of the returned device, the following was found: significant deformation can be seen on the cutting edge, which has a negative effect on the cutting quality and the cut pattern. This deformation can occur, for example, when attempting to cut material that is not intended for use. On the other hand, it can be seen that the inner pull rod runs somewhat more heavily. The ri provides information on how to maintain/oil the instrument. This event is filed under internal complaint ID (B)(4).